Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and char was found on the tip of the catheter. Initially, it was reported that after the flutter line, the catheter was taken out of the patient and a large char was found on the tip of the catheter. The catheter was replaced, and the case continued. No adverse patient consequence was reported. This was assessed as non MDR reportable since char is a physical phenomenon of radiofrequency (rf) energy delivery and can be the normal result of the ablation process. However, on 09-nov-2023, additional information was received, and it was reported that the physician considered the char to be an excessive amount which could put the patient at risk for stroke. With the additional information, the event is now considered a MDR reportable product malfunction. The awareness date is 09-nov-2023. Correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized saline was used as the irrigation fluid. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test, and patency test of the returned device were performed following bwi procedures. The device was visually inspected, and it was found in good condition. However, the lab provided a picture of the char attached to the device's tip. A temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. Also, a patency test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31153021l number, and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The char issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The evaluation determined that char is a physical phenomenon of radiofrequency (rf). The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and char was found on the tip of the catheter. Initially, it was reported that after the flutter line, the catheter was taken out of the patient and a large char was found on the tip of the catheter. The catheter was replaced, and the case continued. No adverse patient consequence was reported. This was assessed as non MDR reportable since char is a physical phenomenon of radiofrequency (rf) energy delivery and can be the normal result of the ablation process. However, on (B)(6) 2023, additional information was received, and it was reported that the physician considered the char to be an excessive amount which could put the patient at risk for stroke. With the additional information, the event is now considered a MDR reportable product malfunction. The awareness date is 09-nov-2023. Correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized saline was used as the irrigation fluid.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).